Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded atrial and ventricular loss of capture exhibited by this defibrillation and competitors atrial lead. There were no reported adverse patient effects.